Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the hand control overheated with three different burrs. The procedure was completed with a backup hand control. No patient impact or procedural complications were reported as a result.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include increased current draw as a result of corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.